Event description:
There was no reported patient impact associated with this complaint. The patient's father contacted animas on (B)(6) 2012 to report that the patient's hcp advised him to contact manufacturer for a pump replacement. The reporter was told that the pump history was recording incorrect dosage amounts even though it was delivering the correct amount. At the time of troubleshooting, the patient's father denied visible damage to the pump's casing or any evidence of moisture ingress. The reporter did notice that the rubber part of the ok keypad button was peeling; however, confirmed the button was still responding to press. Customer support also noted that the patient's father confirmed all other pump settings were programmed correctly. The alleged issue with the pump recording incorrect history remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump powers on normally with functional vibratory and auditory features. There were no alarms or conditions indicating a malfunction observed in the black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history with correct time and date. The keypad buttons were tested and were found to be responding appropriately to button presses; there was no hypersensitivity found with the keypad buttons. The complaint could not be confirmed or duplicated during investigation.